Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical customer support educated customer on proper air removal procedure. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was in 80-180 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.